Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and anemia. The patient stated she was having a normal day when her stomach began to hurt. The patient thought it might be pancreatitis so she was admitted to the hospital. The patient was diagnosed with low hemoglobin. While in the hospital the patient's blood glucose levels rose to 566 mg/dl. The patient takes plavix for her heart, metoprolol for high blood pressure, clonidine and bumetanide which is a diuretic. The patient was put on an insulin drip and underwent three blood transfusions. Customer is currently doing well and had a bg of 152 mg/dl at the time of the original call.